Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent radiotherapy by the oncology department for cancer treatment. It was noted the cardiology department was not notified. After the radiotherapy, device data seemed abnormal, and the device was unable to be interrogated. Technical services (ts) was consulted for further review. Ts confirmed the device was exposed to frequent radiotherapy sessions. Ts observed two resets in the device data that could be a result of memory corruption; the resets appeared to have restored normal operation. A 60x60 magnet reset was recommended should there be continued interrogation difficulty. Additionally, when looking at the device data, ts noticed the battery consumption had been increasing at an unexpected rate, and device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent radiotherapy by the oncology department for cancer treatment. It was noted the cardiology department was not notified. After the radiotherapy, device data seemed abnormal, and the device was unable to be interrogated. Technical services (ts) was consulted for further review. Ts confirmed the device was exposed to frequent radiotherapy sessions. Ts observed two resets in the device data that could be a result of memory corruption; the resets appeared to have restored normal operation. A 60x60 magnet reset was recommended should there be continued interrogation difficulty. Additionally, when looking at the device data, ts noticed the battery consumption had been increasing at an unexpected rate, and device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.